Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.

Event description:
It was reported that, "on (B)(6), dr was doing a reflex hybrid removal. He was using the new reflex hybrid removal screwdriver. The first screw came out with no problems. After he screwed into the second screw and started to remove it, the tip of the removal screwdriver broke off in the head of the screw. Luckily, the screw was already backed out of the locking ring."